Event description:
A customer contacted beckman coulter regarding inconsistency within platelet (plt) results and missing flags "plt" clumps" or "giant plts". The plt result from sample a was 155 x 103 cells/ul. The customer indicated that the corresponding plt histogram was printed without a review (r) flag. The customer indicated that the patient sample was run on another instrument in the customer's lab on the next day. No information was provided if the sample tested on another instrument was the sample a, or a fresh collection. The plt result obtained from another instrument was described by the customer as "normal". At this point, the customer questioned the plt result obtained from the lh 750 instrument. The customer indicated that there was no change in patient treatment that can be attributed to or connected with this event.